Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the cap could not be removed from the pump; the reporter did not specify if the issue was with the battery cap or the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: the returned battery cap continued to spin and was difficult to remove from the pump. The returned battery cap threads were stripped. In addition, the battery compartment threads were stripped. The battery cap contact height and width measurements were within required specifications. A test battery cap was able to attach to the pump and was used to complete testing. Unrelated to the original battery cap complaint, the battery compartment was cracked in three places.